Manufacturer narrative:
Concomitant product: 5024m-52 lead, implanted: (B)(6) 1997.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.